Manufacturer narrative:
A device history record review could not be conducted because a lot number was not provided. Therefore, a review of the specific manufacturing and inspection records was not possible. However, all product lots are required to meet established acceptance criteria and must successfully pass defined visual and functional inspections prior to release. There were no devices or photos returned for evaluation; therefore, the affected device could not be evaluated, and a definitive root cause could not be determined. However, a corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take additional actions, as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported anonymously via medwatch that (redacted by FDA) sent the reporter some of the recalled webcol alcohol wipes to maintain sterility in their central line. Due to this recall, the reporter developed a bloodstream infection and dealt with symptoms leaving them without nutrition or hydration for 3 weeks, and was admitted to the hospital for 10 days. No additional information can be obtained from the reporter because the event was reported anonymously to FDA.